Event description:
A discordant falsely elevated valproic acid patient sample result was obtained on viva e system. The discordant patient result was reported to the physician and questioned. The same patient sample was reprocessed on the original system, and a lower valproic acid result was obtained. The lower reprocessed result was considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated patient result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center regarding a falsely elevated valproic acid patient sample result obtained on a viva e analyzer. Valproic acid quality control was within the customer acceptance range at the time the sample was run. A customer service engineer (cse) was dispatched to the site and found the temperature of the reagent compartment was high and replaced the refrigeration unit which returned the system to normal operation. The part replaced by the cse is part of normal troubleshooting/maintenance for issues of this nature. The cause of the event is unknown. The instrument is fully operational. The device is performing according to specifications. No further investigation is required.